Event description:
The distributor contacted animas on (B)(6) 2015 alleging a cracked/damaged casing issue. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 10/20/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. Unrelated to the complaint, a review of the black box data and alarm history revealed multiple call service alarms had occurred. During investigation, the pump alarmed with a call service (cs 069) during the rewind step. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.